Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small and a hemostatic valve separation issue occurred. Hemostatic valve dropped out right after opening during the procedure preparation. There was a defective valve. The hemostatic valve fell into the hub. The hemostatic valve itself was not cracked. The procedure was completed without patient's consequence. Additional information was received on the event. The hemostatic valve was dislodged in the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not used on the patient. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initially in the 3500a initial, it was reported that ¿device evaluation anticipated, but not yet begun¿. Additional information was received on 22-sep-2022 stating that the device is not available for return. Therefore on 17-oct-2022, the investigation was completed. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001893 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)